Event description:
It was reported that a patient presented with a near syncopal episode. Interrogation noted a sustained arrythmia, loss of pacing on the pacemaker, as well as failure to interrogate and premature battery depletion. The device4 was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.